Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a radical prostatectomy done and a cbd silicone size 18f was inserted in ot, urine output over-night was 1000mls. The next day at 1300 ground urine output was 50mls and the doctor ordered intravenous lasix but still there was no output. At 1345 the doctor deflated the balloon but no water remained. He withdrew the silicone catheter and found the balloon had burst. Reinsertion of a size ch16 foley was performed along with a bladder ultrasound. There was no patient injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. One piece of actual sample was returned for investigation. Based on the complaint description, it was reported that the balloon had burst. Based on picture submitted, there were scratch mark observed on the balloon surface of the sample near the burst area. It appears quite likely that the scratches had initiated the tear that lead to burst balloon. This appearance is likely due to the balloon sleeve had come in contact with sharp object during handling or in contact with pointed surface like bladder stone or encrustation that detrimental to the balloon. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 1(x) balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Other remarks: based on the investigation conducted, burst balloon may have likely happened due to in contact with sharp or pointed object leaving scratch mark on the balloon surface. These scratch mark may propagate and lead to burst. Therefore, this complaint could not be confirmed. (B)(4).

Event description:
It was reported that a radical prostatectomy done and a cbd silicone size 18f was inserted in ot, urine output over-night was 1000mls. The next day at 1300 ground urine output was 50mls and the doctor ordered intravenous lasix but still there was no output. At 1345 the doctor deflated the balloon but no water remained. He withdrew the silicone catheter and found the balloon had burst. Reinsertion of a size ch16 foley was performed along with a bladder ultrasound. There was no patient injury.